Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The caller reports the lancet protrudes beyond the opening of the safe- t-pro device. An accidental fingerstick occurred, but the user did not seek or receive medical treatment. The user had routine blood tests per protocol. The device lot number was not provided. Return of the suspect device was requested for evaluation.